Event description:
During index procedure one endeavor rx drug-eluting stent was implanted to the mid lad. Pt was asymptomatic at 30 day, 6 months and 1 year, 1.5 year and 2 year follow-up. However it was reported that the pt died approx 2 yrs, 4 months post stent implant. It was reported that a sudden death occurred, which was associated with mi. It was not assessable if the pt death was related to the study stent.

Manufacturer narrative:
(B)(4). Eval: (death, mi). (Root cause undetermined).